Event description:
A report was received from baxter stating that the customer experienced an overinfusion during pt use. The total fill volume of the device was 252ml. The device contained 5530mg of 5-fluorouracil teva in 5% glucose. The device was connected to the pt with a central catheter on the chest with an implantable device. The device was emptied within 3.5 days instead of the expected 7 days. The pt suffered from fatigue. The facility checked with a radiography that the implantable device was correctly positioned. The pt was not exposed to heat. No pt injuries or medical interventions were reported with this event.